Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 1+. It was also noted that during the procedure, the steerable guide catheter (sgc) was difficult to position. Upon removal, it was observed the connection part between sgc handle and the delivery catheter (dc) shaft was found slightly loose. On (B)(6) 2023 a transthoracic echocardiogram (tte) was performed and it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), causing mr to increase to a grade of 4. No additional information was received.